Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a possibility of a false operation of the blockage alarm. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Functional testing was with specification. The reported issue was not confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.